Event description:
It was reported that the catheter got stuck on the stent. It was reported that physician was doing a pci on an in-stent restenosis of the mid circumflex artery. The physician inserted an ivus catheter and completed a successful ivus run. Then an opticross 6 was inserted and another completed and successful ivus was performed. To compare the original ivus and hd the physician tried to insert an opticross 6 hd. This catheter got hung up on a stent strut on a bend. The physician then pulled the ii (transducer) back and the sheath went down the vessel, however the transducer would not advance. After several attempts to advance the transducer, they spun the transducer and the ii (transducer) went down and a successful ivus was performed. The procedure was successful and patient was fine.